Manufacturer narrative:
Product complaint #(B)(4). D4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Marathon insert loosening, pain and squeaking. This is the second revision of the linner, the first revision was 1 year before (10 months after the fist implantation).

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary marathon insert loosening, pain and squeaking. This is the second revision of the linner, the first revision was 1 year before (10 months after the fist implantation) the product was returned to j&j medtech orthopaedics for evaluation. Visual inspection of the returned device found that the pinnacle sector ii cup 48mm has signs of organic material at the outer surface. Additionally, signs of metal wear were observed at the articulating surface most likely caused by being in contact with the femoral head. Based on this finding and the observations of the returned liner it is reasonable to conclude that a disassociation event occurred between the liner and the acetabular cup. Therefore due to observed unintended interaction between the cup and the femoral head it is reasonable to conclude that the audible sound will be present. With the information provided is not possible to determine a potential cause at this moment. The mode of failure of the pinnacle sector ii cup 48mm is multi-factorial and consideration must be given to all other potential influences such as surgical process, patient variables (e.g. Activity level and use), anatomical considerations and patient changes over time. Any conclusions from the investigational input provided have to be placed into context with all other relevant factors. It is highly recommended to the patient to consult with their healthcare professional for further assessment. A functional test was not performed since it was not applicable to the complaint condition. A dimensional inspection was not performed since it was not applicable to the complaint condition. A manufacturing record evaluation was performed for the finished device product description: pinnacle sector ii cup 48mm product code: 121722048 lot number: 3700481 and no non-conformances or manufacturing irregularities were identified. The overall complaint was confirmed as the observed condition of the pinnacle sector ii cup 48mm would have contributed to the complained issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot a manufacturing record evaluation was performed for the finished device product description: pinnacle sector ii cup 48mm product code: 121722048 lot number: 3700481 and no non-conformances or manufacturing irregularities were identified. Device history batch null device history review a manufacturing record evaluation was performed for the finished device product description: pinnacle sector ii cup 48mm product code: 121722048 lot number: 3700481 and no non-conformances or manufacturing irregularities were identified.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary no device associated with this report was received for examination. An evaluation of the manufacturing record could not be performed as the required product/lot number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot the device lot number is unknown, therefore a¿device history review could not be performed. If the lot/serial number becomes available, the record will be re-assessed.